Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0kyug, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported that their symptoms returned and she lost the feeling of stimulation. The patient did not feel stimulation and the therapy was on. The patient had urinary symptoms and the change in therapy/symptoms was reported to be sudden. The patient stated that she had already turned up the stimulation to 5.4v in program 2 and only felt stimulation once in a while. There was no traumas/falls reported that could be related to this issue. The patient was assisted to change to program 3 and the patient felt light sensation at 5.2v. The patient felt stimulation in the correct area. It was suggested that the patient stayed on 5.2v and monitor their symptoms. The event occurred during use and the indication for use was gastrointestinal/pelvic floor. Additional information received by the patient also reported that the return of symptoms and loss of stimulation sensation had been resolved.